Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot #: 2.1.0, ubd: , UDI#: h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the patient underwent a posterior removal of instrumentation and decompression of l2/3 and l3 to s1 with screws at l3 to s1. It was noted that there was much fibrous tissue, colored due to metallosis, seen during the procedure. The removal of the posterior instrumentation proved to be difficult due to the fibrosis anterior to the devices that was eroding into the spinal canal. The fibrous tissue had to be removed from the dura to create space for the neural structures. The screws were placed at t12, l1, l2 to s1 without difficulty. The right l5 screw was on the inferior edge of the pedicle. Controlled by the imaging system, the t12 screw medial breached the pedicle wall. It was removed and the hole was palpated. There was no cerebrospinal fluid (csf) leak. L1 was rechecked and also breaching. Both screws were more medial than when placed. The rods were placed, two drains were placed, and the procedure concluded. After the procedure, the patient was transferred to the intensive care unit (ICU) for recovery. When the patient woke up, she complained of severe pain and difficulty moving her right leg. A computed tomography (CT) was taken of the lumbar spine which showed an extensive thoracolumbar fusion including vertebral spacing device l1 with posterior fusion t12/s1 as well as additional anterior fusion l3/s1. Additionally, the right l4 pedicle screw appeared to be situated below the level of the right pedicle partially, involving the right l4-5 exiting canal and in close proximity to the right l4-5 exiting nerve root. The screw was incorrectly placed and had breached the medial wall. Following the procedure, the patient had severe and unbearable pain in her legs. The patient's right leg was numb, and she could not move either of her legs. The patient was taken back for a posterior revision of the l4 screw on the right with increased decompression, lateral recess at l4/3, and exploration of the l4/5 area. The screw placement error was corrected by the removal of the screw and its correct replacement. The diagnosis was weakness in the right leg and left knee after surgery. It was alleged that the screw misplacement was not a surgical error, but due to the system. As a result of the screw place ment error, the patient has difficulty walking. She uses elbow crutches to mobilize, including a mobility scooter, and presents with medically intractable neuropathic pain, bladder complications, decreased sensation in both feet, and depression.